Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2018; w1tr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and the left ventricular (lv) lead are both the same lead model, and are both implanted in the right ventricle. The lv/rv lead capture has been inconsistent with capture management. However, it was commented that it should not be expected that the function work as both leads are near each other in the same chamber. It was also reported the rv lead exhibited very high threshold, and was turned off, re-programmed subthreshold and used for sensing only. The rv lead high threshold was attributed to lead placement and not performance issue. The lv/rv lead output was re-programmed very high as a safety measure. The rv lead and lv/rv lead remain in use. No patient complications have been reported as a result of this event.